Manufacturer narrative:
(B)(4). The sample is not available to baxter for evaluation. A follow-up medwatch report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A batch review has been performed and there were no exceptions noted during the manufacturing of this device.

Event description:
The facility representative contacted baxter to report an intermate in which the device was missing the blue winged luer cap. There was a breach of the sterile fluid pathway. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.